Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister, as customer did not remove air prior to filling cartridge. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 134 mg/dl.